Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, there were no significant events in the error log. The device failed repair testing for nurse call on/off test and was returned to the technician for additional evaluation of the issue. A follow-up report will be submitted when additional information is received. Additional findings not related to the malfunction/issue: discolored feet require replacement.